Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was dead "and/or flipped". If the ins was dead it would be the third time that the patient required a device reset. The patient was to meet with a physician. Additional information received from a manufacturer's representative. It was reported that the patient's battery moved in the pocket but it was unclear if the battery flipped. The ins was over-discharged and was able to be reset and came back on. The patient confirmed that their battery was charging a few hours later- this was the third time the patient's device was reset. The representative planned on meeting the patient on (B)(6) 2019 for reprogramming and to interrogate the patient's battery. The device had been successfully reset from the over-discharged state. No further complications reported.